Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen. The screen was blank during set up. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested, but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.